Event description:
A report was rec'd that the pt underwent a pocket revision due to discomfort at the pocket site. The physician relocated the pocket. The pt was reportedly doing well following the procedure.